Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889 , implanted: (B)(6) 2017, product type lead.

Event description:
A patient with an external neurostimulator (ens) for trial stimulation reported that their stomach and body felt swollen due to a program change. The patient also reported that she had a sharp pain in the vaginal area, she was unable to pass urine but had the urgency feeling, she had headaches, and pressure on her lower back. Furthermore the patient reported pain at the incision site, having a hard time sitting or standing, and is just "not feeling like herself." The patient stated she brought stimulation down last night and felt better after that. Additional information from the patient reported that she was experiencing upper back pain and a burning sensation from stimulation when she increased stimulation. The patient was advised not to increase stimulation higher than 0.2 on program 2. The patient further indicated that she had to turn stimulation off because both of her feet were numb and the patient was also feeling lightheaded. The next day the patient called again and stated that her left foot was still hurting and that she could feel that she was retaining fluid because she feels heavier. The patient was scheduled to follow-up with her healthcare provider (hcp); patient status is unknown at the time of this report.